Event description:
It has been reported to philips that the live monitor stopped working. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the live monitor was not working. Upon further inspection, fse found that the issue occurred due to internal failure and shorted out a component. Fse replaced the monochrome monitor. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.